Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient was presented remotely. Review of the transmission revealed episodes of inappropriate ams (automatic mode switch) due to far field r-wave over sensing on the patient's pacemaker. No intervention was performed. No patient consequences were reported.